Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was a heart attack. The caller stated that the customer had chronic obstructive pulmonary disease, diabetes, and a blood clot in the leg that may have led to the customer's passing. The customer¿s blood glucose was 25 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours during the ambulance ride to the hospital. The customer was not using sensors. The caller stated they no longer had the pump in their possession. The caller declined to return the insulin pump for analysis.